Manufacturer narrative:
(B)(6). (B)(4) photos were provided by the customer facility for investigation. No samples were returned. The photos were evaluated and the customer's indicated failure mode for (B)(4) with the incident lot was observed. The photographs show the reported defect. A review of the manufacturing records was completed for the incident lot and no issues were identified. An absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that a 16x125mm 8.0 ml bd vacutainer® glass cpt molecular diagnostics tube broke during centrifugation at 1700g x 20 min x 0 deceleration, causing a biological spillage in the centrifuge bucket. No serious injury or medical intervention reported.